Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information available, the failed repair was likely due to the patient anatomy; there is no indication that the event is due to the design of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. The patient's weight was requested but not provided. (B)(4).

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring in the mitral position, the ring was explanted because it did not solve the patient's mitral valve regurgitation. The patient's native mitral valve was subsequently replaced with a bioprosthetic mitral valve. No adverse patient effects were reported.